Event description:
Caller reported ongoing cartridge alarms with multiple cartridges over three months, including cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer will continue using current backup pump during resolution process. Technical support advised customer about updated software and provided a replacement pump. Instructions were given for returning the problematic pump to tandem, and the customer acknowledged them.